Event description:
The lead was electively explanted. Device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Techniques/tools: direct traction. No complications.